Manufacturer narrative:
(B)(4): the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date.the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during an esophagogastroduodenoscopy with stent placement procedure, to treat a 4cm esophageal stricture on (B)(6), 2011. According to the complainant, the stricture was not dilated prior to stent placement. During deployment the stent jumped very proximal. As a result, the stent was removed, and the procedure was completed with another wallflex esophageal fully covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.